Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the severly tortuous, severely calcified proximal to distal right coronary artery (rca). The lesion was predilated with a 2.5 x 20 mm non-bsc balloon. The physician attempted to place a 2.50 x 24 mm taxus liberte stent, but was unable to cross the distal lesion. The physician tried a two wire technique with two non-bsc guidewires, but was still unable to cross the lesion. Upon removal, the physician found the distal edge of the stent was lifted up. The procedure was completed with three taxus liberte stents placed in the proximal to distal rca. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The mfg records were reviewed and no issues or discrepancies were found and met all specs. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).